Manufacturer narrative:
Corrected information: sex, date of birth if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the uti was in 2013. The cause of the utis were noted to be e. Coli infections and staph infections. The patient didn't know if they were related to their underlying urinary dysfunction or if it was related to the device or therapy. They were given antibiotics for the utis. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient has had 3-4 uti¿s per year and their symptoms would return. It was noted that the patient would turn turns their device off when symptoms return during the utis. The patient would change stimulation settings and the device was turned off until 3-4 days into antibiotic regimen (as directed by nurse). The patient was currently not using their device due to the uti. After a colon surgery follow-up, the patient realized they had another uti which coincided with return of urgency/frequency symptoms. The device wasn¿t working or reducing symptoms as normal. The patient was going to have their device turned off until (B)(6) 2017 when their medication was expected to relieve their symptoms caused by the uti. The patient reported that their device doesn¿t work when a uti is present.